Manufacturer narrative:
(B)(6). The device will not be returned and could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that the customer noticed an issue when opening the intra-aortic balloon (iab). They had found some type of moisture inside the iab tray prior to opening the sterilized packaging. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
Photos were provided by the customer of the involved device and reported failure. Visual examination of the provided photos show a spot on the insertion tray which appears to be migrated silicone. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient per iab product specification 0684-30-0026. This silicone is not foreign matter and is not a nonconformity of the device. Since the device was not returned for evaluation, we are unable to conclusively determine if the fluid is migrated silicone. If the device becomes available for return, an updated evaluation will be provided. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period mar-20 through feb-22 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).